Event description:
When ic green mode was selected, an error was reported on the system which required the microscope to be turned off and restarted. Dr stated that the leica company knows about the glitch in the computer program and has been here previously to fix the program. This was a leica microscope oh 5 ic green.